Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16147. The pt has two supraorbital leads (off-label). It was reported the pt no longer felt effective stimulation coverage, and reprogramming efforts have been unsuccessful. X-rays showed lead migration. F/u identified the physician repositioned the leads on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.